Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set fell off event during use over the last couple weeks. The set was in use for a couple of hours. Patient replaced infusion set and resumed insulin successfully. No further information available.